Manufacturer narrative:
Device evaluated by manufacturer; there was no malware was detected on the returned unit. The acq was installed into a known polaris gold system and the acq passed the polaris imaging test.

Event description:
It was reported that the procedure was cancelled. The ilab ultrasound imaging system was selected for use. However, during the procedure imaging goes out automatically every few seconds. The procedure was cancelled due to this event. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. The ilab ultrasound imaging system was selected for use. However, during the procedure imaging goes out automatically every few seconds. The procedure was cancelled due to this event. No patient complications were reported.